Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-apr-2017. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and adenomyosis ("adenomyosis") in a 47-year-old female patient who had essure (batch no. 816055, 816053) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal disorder (cervical vertebral osteopathy (cages+plaques)), chondrocalcinosis, miscarriage, multi gravida, parity 1 and bleeding menstrual heavy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced musculoskeletal pain ("joint and muscle pain in left upper limb, hip and left lower limb / joint pain / muscle pain"), asthenia ("asthenia") and rheumatic disorder ("rheumatism"). On (B)(6) 2014, the patient experienced adenomyosis (seriousness criterion medically significant), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), headache ("headaches"), dizziness ("dizzy spells"), visual impairment ("visual disturbances"), restlessness ("restlessness"), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), nervous system disorder ("neurological disturbances") and complication of device insertion ("first attempt placement was aborted because it was not possible to visualise tubal ostia"). The patient was treated with surgery (removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis and removal of the other insert on (B)(6) 2017 via bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the adenomyosis, menorrhagia, fatigue, tendon pain, nervous system disorder, rheumatic disorder and complication of device insertion outcome was unknown and the musculoskeletal pain, asthenia, headache, dizziness, visual impairment and restlessness was resolving. The reporter provided no causality assessment for adenomyosis, asthenia, complication of device insertion, dizziness, fatigue, headache, menorrhagia, musculoskeletal pain, nervous system disorder, pelvic pain, restlessness, rheumatic disorder, tendon pain and visual impairment with essure. The reporter commented: removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis. Since removal of the other insert on (B)(6) 2014 on bilateral salpingectomy, pain has resolved, asthenia has regressed, as well as joint and muscle pain, headaches, dizzy spells, visual disturbances and restlessness. Removal procedure on (B)(6) 2017: preparation: in decubitus dorsal, disinfection of skin, placement of urinary catheter, placement of surgical drapes, needle for insufflation inserted by umbilical route, pneumoperitoneum created with nothing of note, placement of trocar of optical system, after safety test, in order to perform pelvic exploration, which found the uterus normal in shape, size and colour, ovaries normal and uterine tubes normal, recto-uterine pouch normal, no adherences and no endometriosis. 1) on the right: electrocoagulation and severing of middle of right uterine tube with ligasure, electrocoagulation of right uterine cornua, severing of uterine tube at level of electro-coagulated uterine cornua using laparoscopic scissors, extraction of uterine cornua via a 10-mm trocar, 2) on the left : the same method was carried out for total salpingectomy, extraction of essure inserts from uterine tubes. The inserts were retained. Birth date of the patient was reported as (B)(6) 1969 and start date of essure was (B)(6) 2011 in this case and birth date of the patient was (B)(6) 1969 and start date of essure was (B)(6) 2011 in the duplicate (B)(4). Lot number : 816053, manufacturing date: 2011/01, expiration date: 2014/01. Lot number : 816055, manufacturing date: 2011/01, expiration date: 2014/01 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and adenomyosis ("adenomyosis") in a 47-year-old female patient who had essure (batch no. 816055, 816053) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal disorder (cervical vertebral osteopathy (cages+plaques)), chondrocalcinosis, miscarriage, multi gravida, parity 1 and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient had experienced complication of device insertion ("first attempt placement was aborted"), 49 days before insertion of essure. In (B)(6) 2014, the patient experienced musculoskeletal pain ("joint and muscle pain in left upper limb, hip and left lower limb / joint pain / muscle pain"), asthenia ("asthenia") and rheumatic disorder ("rheumatism"). On (B)(6) 2014, the patient experienced adenomyosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dizziness ("dizzy spells"), visual impairment ("visual disturbances"), restlessness ("restlessness"), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), nervous system disorder ("neurological disturbances") and menorrhagia ("haemorrhagic menstrual periods"). The patient was treated with removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis and removal of the other insert on (B)(6) 2017 on bilateral salpingectomy). At the time of the report, the pelvic pain had resolved, the adenomyosis, fatigue, tendon pain, nervous system disorder, menorrhagia, rheumatic disorder and complication of device insertion outcome was unknown and the musculoskeletal pain, asthenia, headache, dizziness, visual impairment and restlessness was resolving. The reporter provided no causality assessment for adenomyosis, asthenia, complication of device insertion, dizziness, fatigue, headache, menorrhagia, musculoskeletal pain, nervous system disorder, pelvic pain, restlessness, rheumatic disorder, tendon pain and visual impairment with essure. The reporter commented: removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis. Since removal of the other insert on (B)(6) 2014 on bilateral salpingectomy, pain has resolved, asthenia has regressed, as well as joint and muscle pain, headaches, dizzy spells, visual disturbances and restlessness. Removal procedure on (B)(6) 2017: preparation: in decubitus dorsal, disinfection of skin, placement of urinary catheter, placement of surgical drapes, needle for insufflation inserted by umbilical route, pneumoperitoneum created with nothing of note, placement of trocar of optical system, after safety test, in order to perform pelvic exploration, which found the uterus normal in shape, size and colour, ovaries normal and uterine tubes normal, recto-uterine pouch normal, no adherences and no endometriosis. 1) on the right: electrocoagulation and severing of middle of right uterine tube with ligasure, electrocoagulation of right uterine cornua, severing of uterine tube at level of electro-coagulated uterine cornua using laparoscopic scissors, extraction of uterine cornua via a 10-mm trocar, 2) on the left : the same method was carried out for total salpingectomy, extraction of essure inserts from uterine tubes. The inserts were retained. Birth date of the patient was reported as (B)(6) 1969 and start date of essure was (B)(6) 2011 in this case and birth date of the patient was (B)(6) 1969 and start date of essure was (B)(6) 2011 in the duplicate case (B)(4) . Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow-up received from bayer legal department. Another lot number was provided : 816053.on (B)(6) 2011 first attempt placement was aborted (not possible to visualize tubal ostia).on (B)(6) 2011 essure inserted and endometrectomy was performed. Implanted date of essure was updated from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2014, total hysterectomy was performed.on (B)(6) 2017, total salpingectomy to remove essure remained on the left side. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1704413) on 05-apr-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and adenomyosis ("adenomyosis") in a 47-year-old female patient who had essure (batch no. 816055) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal disorder (cervical vertebral osteopathy), chondrocalcinosis and miscarriage. On (B)(6) 2011, the patient had essure inserted. In march 2014, the patient experienced musculoskeletal pain ("joint and muscle pain in left upper limb, hip and left lower limb / joint pain / muscle pain"), asthenia ("asthenia") and rheumatic disorder ("rheumatism"). On (B)(6) 2014 the patient experienced adenomyosis (seriousness criterion medically significant), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dizziness ("dizzy spells"), visual impairment ("visual disturbances"), restlessness ("restlessness"), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), nervous system disorder ("neurological disturbances") and menorrhagia ("haemorrhagic menstrual periods"). The patient was treated with surgery (removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis and removal of the other insert on (B)(6) 2017 on bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the adenomyosis, fatigue, tendon pain, nervous system disorder, menorrhagia and rheumatic disorder outcome was unknown and the musculoskeletal pain, asthenia, headache, dizziness, visual impairment and restlessness was resolving. The reporter provided no causality assessment for adenomyosis, asthenia, dizziness, fatigue, headache, menorrhagia, musculoskeletal pain, nervous system disorder, pelvic pain, restlessness, rheumatic disorder, tendon pain and visual impairment with essure. The reporter commented: removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis. Since removal of the other insert on (B)(6) 2014 on bilateral salpingectomy, pain has resolved, asthenia has regressed, as well as joint and muscle pain, headaches, dizzy spells, visual disturbances and restlessness. Removal procedure on (B)(6) 2017: preparation: in decubitus dorsal, disinfection of skin, placement of urinary catheter, placement of surgical drapes, needle for insufflation inserted by umbilical route, pneumoperitoneum created with nothing of note, placement of trocar of optical system, after safety test, in order to perform pelvic exploration, which found the uterus normal in shape, size and colour, ovaries normal and uterine tubes normal, recto-uterine pouch normal, no adherences and no endometriosis. 1) on the right: electrocoagulation and severing of middle of right uterine tube with ligasure, electrocoagulation of right uterine cornua, severing of uterine tube at level of electro-coagulated uterine cornua using laparoscopic scissors, extraction of uterine cornua via a 10-mm trocar, 2) on the left : the same method was carried out for total salpingectomy, extraction of essure inserts from uterine tubes. The inserts were retained. Birth date of the patient was reported as 14-jul-1969 and start date of essure was 19-may-2011 in this case and birth date of the patient was 09-nov-1969 and start date of essure was 16-jun-2011 in the duplicate case 2019-026654. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: case 2019-026654 (MFR number 2951250-2019-00602) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter added (case is potential legal) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 05-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain / pain") and adenomyosis ("adenomyosis") in a (B)(6) female patient who had essure (batch no. 816055) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal disorder (cervical vertebral osteopathy), chondrocalcinosis and miscarriage. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced musculoskeletal pain ("joint and muscle pain in left upper limb, hip and left lower limb / joint pain / muscle pain"), asthenia ("asthenia") and rheumatic disorder ("rheumatism"). On (B)(6) 2014, the patient experienced adenomyosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dizziness ("dizzy spells"), visual impairment ("visual disturbances"), restlessness ("restlessness"), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), nervous system disorder ("neurological disturbances") and menorrhagia ("haemorrhagic menstrual periods"). The patient was treated with surgery (removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis. Removal of the other insert on (B)(6) 2017 on bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the adenomyosis, fatigue, tendon pain, nervous system disorder, menorrhagia and rheumatic disorder outcome was unknown and the musculoskeletal pain, asthenia, headache, dizziness, visual impairment and restlessness was resolving. The reporter provided no causality assessment for adenomyosis, asthenia, dizziness, fatigue, headache, menorrhagia, musculoskeletal pain, nervous system disorder, pelvic pain, restlessness, rheumatic disorder, tendon pain and visual impairment with essure. The reporter commented: removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis. Since removal of the other insert on (B)(6) 2014 on bilateral salpingectomy, pain has resolved, asthenia has regressed, as well as joint and muscle pain, headaches, dizzy spells, visual disturbances and restlessness. Removal procedure on (B)(6) 2017: preparation: in decubitus dorsal, disinfection of skin, placement of urinary catheter, placement of surgical drapes, needle for insufflation inserted by umbilical route, pneumoperitoneum created with nothing of note, placement of trocar of optical system, after safety test, in order to perform pelvic exploration, which found the uterus normal in shape, size and colour, ovaries normal and uterine tubes normal, recto-uterine pouch normal, no adherences and no endometriosis. On the right: electrocoagulation and severing of middle of right uterine tube with ligasure, electrocoagulation of right uterine cornua, severing of uterine tube at level of electro-coagulated uterine cornua using laparoscopic scissors, extraction of uterine cornua via a 10-mm trocar, on the left : the same method was carried out for total salpingectomy, extraction of essure inserts from uterine tubes. The inserts were retained. Diagnostic results: (B)(6) 2017. Laparoscopic bilateral salpingectomy: no visible abnormality on laparoscopy. No perforation or inflammation. Palpation after exeresis of left uterine tube and histological analysis confirmed the presence of insert in left tube. Plain film of abdomen performed after removal: no. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2787 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2017: after duplicate search, (B)(4) was considered as a duplicate of this case. All information from (B)(4) was transferred to this remaining case and (B)(4) will be deleted from bayer database. Reporter, patient information, indication of essure use and events were added. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (B)(4) on 05-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removed") in a female patient who had essure (batch no. 816055) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal disorder (cervical vertebral osteopathy) and chondrocalcinosis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced musculoskeletal pain ("joint and muscle pain in left upper limb, hip and left lower limb") and asthenia ("asthenia"). On (B)(6) 2017, 5 years 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of inserts on (B)(6) 2017, laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, musculoskeletal pain and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, medical device removal and musculoskeletal pain with essure. Diagnostic results: (B)(6) 2017, no visible abnormality on laparoscopy. No perforation or inflammation. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-may-2017 for the following meddra preferred term: medical device removal- analysis in the global safety database revealed 650 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous physician report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced device removed approximately 5.5 years after insertion. Device removal, considered serious due to medical significance, is anticipated in the reference safety information of essure. In this particular case, the patient, who had a positive history of cervical spinal problems with chondrocalcinosis, started to experience left-sided musculoskeletal pain and asthenia 3 years after essure placement. At laparoscopic device removal, on the other hand, there were no visible abnormalities, nor signs of perforation or inflammation that could explain an overt causality of essure for the pain. Concerning the device removal per se, nonetheless, a causality of essure cannot be entirely excluded and therefore the event was assessed as related. The case was classified as incident in line with the ha assessment and because of device removal. The product technical analysis concluded, the outcome of the investigation resulted in an unconfirmed quality defect. No active follow-up can be pursued in this ha case.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removed") in a female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal disorder nos (cervical vertebral osteopathy) and chondrocalcinosis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced musculoskeletal pain ("joint and muscle pain in left upper limb, hip and left lower limb") and asthenia ("asthenia"). On (B)(6) 2017, 5 years 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of inserts on (B)(6) 2017, laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, musculoskeletal pain and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, medical device removal and musculoskeletal pain with essure. Diagnostic results: on (B)(6) 2017, no visible abnormality on laparoscopy. No perforation or inflammation. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous physician report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced device removed approximately 5.5 years after insertion. Device removal, considered serious due to medical significance, is anticipated in the reference safety information of essure. In this particular case, the patient, who had a positive history of cervical spinal problems with chondrocalcinosis, started to experience left-sided musculoskeletal pain and asthenia 3 years after essure placement. At laparoscopic device removal, on the other hand, there were no visible abnormalities, nor signs of perforation or inflammation that could explain an overt causality of essure for the pain. Concerning the device removal per se, nonetheless, a causality of essure cannot be entirely excluded and therefore the event was assessed as related. The case was classified as incident in line with the ha assessment and because of device removal. A product technical analysis is expected. No active follow-up can be pursued in this ha case.